Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the nozzle had foreign objects, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of up/down knob was out of the standard value, the adhesive on the bending section cover had a chip, the protector of the universal cord on the suction connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the forceps channel port was shaved, the grip had a scratch, the suction cover had a scratch, paint on the suction cylinder was peeled, the plastic distal end cover had a scratch, the suction cylinder was shaved, the forceps elevator lever and knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the control unit had discoloration, the connecting tube had a scratch, the electrical connector had discoloration due to water leakage, the control unit has a scratch, and switch 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a bad image with fine square grid noise. Inspection and testing of the returned device found the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.